Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) appeared 'thinned' and there was a change in the surface in the lens at the haptic/optic junction. It also appears the lens was not a clear yellowish but more whitish and 'rougher'. The lens was not in contact with the patient and there was no reported patient impact. Additional information was requested.